Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct reportability decision based on supporting studies regarding 3-year shelf life provided by OEM supplier

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.